Event description:
It was reported that during preparation while flushing for a procedure to treat atrial fibrillation a polarsheath was inserted into the patients femoral vein. In that moment from the membrane blood was dropping out as a little leak. The sheath was exchanged to solve the issue. Device was disposed because of hepatitis c infection. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.